Event description:
During the procedure the arthroscopic shaver emitted metal shavings into the patient. No patient injury was reported.

Manufacturer narrative:
The arthroscopic shaver was not returned to ascent healthcare solutions. Photographs of the complaint device were taken at the facility and submitted to ascent. The photographs showed evidence of clinical use by the galling marks on the proximal end of the inner shaft and debris on the inside of the outer shaft. The device packaging label was also photographed. The galling marks on the inner shaft of the device are consistent with the type of damage caused by excessive lateral or "side-loading." Ascent healthcare solution's instructions for use state: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
An evaluation of the subject device will be performed upon receipt of the device. Upon completion of the evaluation a follow-up medwatch will be submitted.